Manufacturer narrative:
No injector was returned for evaluation for the report of the injector not engaging and going over the lens, causing it to get stuck; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A nurse reported that an injector did not engage with the intraocular lens (iol) properly and went over the top of the iol, causing it to get stuck on delivery into the patients eye. The iol got stuck halfway into the wound and became damaged when removing it. They opened a backup iol and proceeded with the case. No harm to the patient was reported.